Event description:
It was reported that an ilet user experienced hyperglycemia after running out of insulin and delaying cartridge replacement and backup therapy, followed by concern for possible delivery failure despite subsequent infusion set and tubing changes; blood glucose peaked at 391 mg/dl before a full supply change and then began to decline with active insulin delivery. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure and no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.